Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged calibration issue with the continuous glucose monitor (cgm) was not verified in the black box or duplicated in the evaluation. Review of black box data found that the available date range did not cover the complaint date due to continued customer use. The available date range showed that the last basal was delivered over two months after the complaint date and no activity outside of normal use was observed. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio and normal bolus were delivered and recorded correctly. The pump paired with a test transmitter correctly. The pump correctly calculated a bolus based on carbohydrate and blood glucose (bg) values. The pump accepted the bg value for calibration of the cgm function and correctly requested for a bg update after 12 hours as required. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump continued to give 12 hour calibration reminders even though the patient had entered a blood glucose value for the continues glucose monitoring (cgm) calibration. The patient confirmed that there was a cgm calibration in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.